Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The data returned for analysis was inspected. The inspection revealed that the av delay will be extended by the programmed av hysteresis to 215 ms during a as - vp sequence. The first observed loss of capture occurred during the extension of the av delay however, a backup pace had been delivered and the av delay was subsequently shortened. The device operated as expected. The second loss of capture occurred again during the extension of the av delay but no backup pulse had been delivered. The av delay was as well not shortened. Therefore, it is reasonable to assume that this pace was classified as effective. The root cause was not able to be determined; however, it cannot be excluded that the integrity of the lead may be compromised. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a pacemaker dysfunction. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Ous MDR. It was reported that the patient was monitored overnight after this pacemaker was implanted and ventricular loss of capture was noted on telemetry. This device was interrogated in the morning of (B)(6) 2017, and appropriate pacemaker function was reported.